Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal extending up to distal left circumflex (lcx) artery with 90% stenosis and was 20mm long, with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilatation and placement of a 2.25mm x 24mm promus premier stent system. Following post dilation, residual stenosis was 10%. Two days later, the subject was discharged on aspirin and clopidogrel. In august 2020, the subject died of unknown cause. No action was taken to treat the event and it is unknown if an autopsy was performed.